Event description:
As reported on (B)(6) 2011 by the end user in (B)(6), during the preparation for procedure, air came into the 1ml syringe of the pulse spray system. The reported defective device was set aside to be returned to the MFR for eval. The case was completed with another new set of the same device. No further complications were reported and there was no harm or injury to pt due to this product problem.

Manufacturer narrative:
Returned for eval was one 1cc syringe assembly. A visual review of the devices noted no defects. Per the instructions for use, the 1cc syringe was connected to a dual check valve and a 20ml bd syringe that were obtained from stock. The system was then flushed with water and aspirated multiple times. All air was completely removed. No defects were noted. The complaint could not be confirmed. The most likely root cause for the reported complaint is connections were not properly tightened by the end user; however this cannot be definitely determined as the device function as intended. The instructions for use, which is supplied to the end user with this catalog number, contains a statement; "warning: complications may occur, if all the air has not been removed from the infusion catheter and displaced with a saline solution prior to insertion into the body." During the review of the mfg records for the reported lot it was observed that the manufactured lots meet all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this product family and complaint type. This type of complaint will continue to be monitored for trends. (B)(4).